Manufacturer narrative:
Internal report reference number: (B)(4). Products were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for defective lcd display, stating the truemetrix meter displayed partial numbers. Customer stated he obtained a result of "137 mg/dl fasting" but was unsure if it was "187 mg/dl" and that he had administered 30 units of insulin. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. During the call, the customer turned the truemetrix meter on and stated that when the screen came on, the 888's were showing partial numbers. Customer's test strips are expired; manufacturer¿s expiration date is 02/21/2020. Customer advised that the truemetrix meter has never been dropped or mishandled.